Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a potential false negative hcg test. False negative hcg was not confirmed by technical services (B)(6) and no specific values or confirmatory testing has been related.